Manufacturer narrative:
Date of event: it was not provided, used the first date of the month of the aware date.

Event description:
It was reported there was inaccurate speed displayed. A rotapro console was selected for an atherectomy procedure. During the procedure, the console did not display accurately the rpm (revolutions per minute) for rotational speed. There would be no deceleration noted within the rpm display but the system would not be working. A gas leak was observed between the regulator and tank. The physician used the device to complete the procedure. There were no patient complications reported.

Manufacturer narrative:
Date of event: it was not provided, used the first date of the month of the aware date. Device evaluated by manufacturer: the returned product consisted of a rotapro console device. The device was visually examined and it showed no damage. Functional analysis done by completing the rotapro manual final testing of the console. Test results showed that this device did perform as designed per the test procedure.

Event description:
It was reported there was inaccurate speed displayed. A rotapro console was selected for an atherectomy procedure. During the procedure, the console did not display accurately the rpm (revolutions per minute) for rotational speed. There would be no deceleration noted within the rpm display but the system would not be working. A gas leak was observed between the regulator and tank. The physician used the device to complete the procedure. There were no patient complications reported.